Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to noise and oversensing suspected to be caused by clavicle crush. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned lead was analyzed. Visual inspection of the lead noted that the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated insulation damage characteristics are consistent with lead-on-lead abrasion. UDI related data quality updates only: this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to noise and oversensing suspected to be caused by clavicle crush. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to noise and oversensing suspected to be caused by clavicle crush. No additional adverse patient effects were reported.